Event description:
It was reported post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The lesion was pre-dilated with a 2.5 x 20 mm non bsc balloon. The physician placed a taxus express2 3.0 x 32 mm drug eluting stent to the 90% stenosed lesion located in the calcified and moderately tortuous mid left anterior descending (lad) artery. The proximal portion of the stent was post dilated with a 3.0 x 20 mm non bsc balloon. Post ivus confirmed that the stent was well positioned and well apposed. The pt was prescribed aspirin, clopidogrel, bayaspirin and plavix. Nine days post procedure, the pt presented with chest pain and angiography revealed that the proximal portion of the taxus stent was totally occluded with thrombus. The occlusion was dilated with a 2.5 mm unk balloon catheter. Blood flow was improved and the procedure was completed. Thirteen days post reintervention, angiography was performed prior to discharge and the physician confirmed that there was malapposition of the distal edge of the stent. The pt was stable so the stent edge was not post dilated. No add'l pt injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number of this complaint is unk. A ship history performed identified no potential batches sold to this customer. The root cause is determined to be anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.